Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided complete pump reset information, and the caller planned to reset the pump when ready and follow up if the issue persisted.